Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the ins was poking out, but that was corrected and the ins was reinserted back in june. The reporter stated they had settings 1 and 2 and those were working. It was noted the patient stated they would probably be going back for more settings. It was further noted the patient had no device or therapy problems at the time of this report.

Event description:
It was reported that 3-4 weeks prior to report the patient had her implantable neurostimulator (ins) reinserted because it was ¿sticking out.¿ it was noted that the patient stated that it was ¿pretty bad.¿ it was further noted that since the procedure, the patient had seen the manufacturing representative and had been programmed.